Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the he helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged repeatedly due to a suspected abnormality of the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.